Event description:
It was reported that the pulse generator exhibited high current drain. Three months post implant, the battery voltage was 2.56 v and the estimated remaining longevity was 0.25 years. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the battery was prematurely depleted due to high current drain, caused by a defective capacitor.